Event description:
A complaint was received via the emergency support program regarding the cardiosave intra aortic balloon pump (iabp) that difficulty zeroing the iabp pump and differing blood pressure readings between the iabp and non-invasive cuff. No patient harm or injury was reported. Troubleshooting and review of monitor screenshots confirmed appropriate waveforms, values, and successful calibration, indicating the pump was functioning as intended. Education was provided regarding expected differences between invasive and non-invasive blood pressure measurements. Chest x ray review confirmed appropriate catheter positioning. The issue was determined to be related to user interpretation and patient clinical status, not a device malfunction.

Manufacturer narrative:
Due to characterization limit e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel this report 2249723-2026-0001906 in your database.

Event description:
N/a.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings,conclusion),h11. Corrected fields: d9,h3. The customer reported through the emergency support program that the cardiosave intra aortic balloon pump would not zero and that the noninvasive blood pressure cuff showed a different reading during use. No patient harm was reported. An esp representative reviewed the case and evaluated screenshots of the iabp monitor which showed appropriate arterial waveforms map and augmentation values indicating proper calibration. The nurse was educated on the expected differences between iabp blood pressure readings and noninvasive cuff measurements. A chest x ray review confirmed correct balloon position between the second and third intercostal spaces. The issue was determined to be related to user understanding or patient clinical status rather than a device malfunction.